Event description:
The us complainant had an automated impella controller (aic) failure during support that prompted the team to replace the aic. No harm or injury reported to the patient.

Manufacturer narrative:
The investigation for the reported aic - controller failure (red alarm) has been completed. The product was returned and the aic - controller failure (red alarm) was confirmed. The root cause of the aic - controller failure (red alarm) was most likely due to a malfunctioning pud pca. This report is being filed as part of a retrospective review of historical records.